Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s infusion connector became unseated, the device dropped to the floor, and the display screen cracked; the device still functioned but required replacement for damaged hardware, and the user promptly re-established the connection and received education on shutdown, data sync, and startup for the replacement. Symptoms included no changes in blood glucose levels and no adverse health effects. Outcomes included no medical intervention and no hospitalization. Investigation included user interview, device history review, and assessment of device function per return logistics. Investigation of this case revealed physical damage to the display assembly consistent with external impact, with no evidence of internal malfunction and no patient injury. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.